Event description:
It was reported that (1) lcsc5 was used during a laparoscopic appendectomy procedure. The surgeon used an lcsc5 on mesoappendix and endoloop x2 on appendiceal stump. The case went well without complications, and was "very dry" when trocar ports were closed. The next day, the pt hct dropped and pt was transfused with units of blood. The surgeon is convinced the only place the pt could have been bleeding from was the appropriate artery. An exploratory laparoscopy was performed, however results of re-op are unknown. The pt is still hospitalized as of the date of this report.